Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no telemetry, no capture, a sensing anomaly and asynchronous outputs at 70 ppm.